Manufacturer narrative:
The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).

Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the hta system proceeded through all phases without user input. The user replaced two procedure kits before the system performed properly. There was no pt involvement. Although attempts were made to obtain additional follow up, no further info is available.